Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Resistance between the guide wire and balloon catheter include, but is not limited to, obstructions in the guide wire lumen, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or balloon catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the balloon catheter. In certain circumstances, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling are required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. The guide wire and the balloon catheter were not returned which could have aided in the investigation. Guide wire separation of this nature can occur but is not limited to when the core is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the tip to be trapped. No damage to the guide wire was reported prior to use, which suggests that the damage was likely not pre-existing. The location of the separation of the guide wire was not reported. It is possible that the guide wire separation was the result of the reported resistance between the guide wire and the balloon catheter. In order to ensure that resistance and guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive pull test on each wire, performs 100% visual inspection and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported resistance and guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during a stenting procedure in a moderately calcified ostium in the first diagonal artery, resistance was felt at the junction of the guide wire immediately outside of the guide catheter between the balance middleweight ii guidewire (bmw) and a 2.5 x 12 rx trek balloon. At the time, there was a bmw in the first diagonal and also one in the left anterior descending artery. All the devices were removed as a single unit. After removal, the physician inspected the bmw guide wires and found that one of the guide wires was broken. Additional guide wires were used with the same rx trek balloon and the procedure was completed successfully. There was no adverse patient effect. Though requested, no additional information was provided.